Event description:
When squeezing device to release tack for hernia mesh. Made a different sound (didn't sound usual). After tack was released into the mesh double tacks came out. Every time handle was depressed it made the same unusual sound.